Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she has a very old insulin pump. Customer has been getting a compromised force sensor system alarm while priming. Customer is now wasting insulin and is not sure how to resolve this issue. Customer was informed that the force sensor was not detecting the reservoir. Customer stated that the pump was not assigned to her but given to her by an old manager of hers. Customer was advised not to try any more reservoirs or prime the pump or she will waste insulin.